Event description:
It was reported that customer experienced continuous glucose monitor error 42 on sensor. There was no adverse impact to the customer's blood glucose level. Customer contacted support, completed pump reset with guidance from technical staff, and after reset pump no longer displayed continuous glucose monitor error.